Manufacturer narrative:
Approximate age of device ¿ 9 years, 11 months. A specific cause for the patient's infection could not conclusively be determined. Infection is listed in the instructions for use as potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not explanted. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that on (B)(6) 2016 the patient was admitted with complaints of diarrhea and weakness. The patient had a previously unreported ongoing driveline infection for approximately one year. The infection had been treated with unspecified antibiotics, without success. Upon admission, a driveline culture was positive for pseudomonas and clostridium difficile. During the patient¿s admission blood cultures were also found to be positive. Multiple unspecified oral and IV antibiotics were administered, but the infection never resolved. The patient¿s family decided to withdraw support, and the patient expired. No additional information was provided.